Manufacturer narrative:
Concomitant products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# va027yb, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had lung cancer and had to have part of the right lung cut out. The patient was worried the healthcare provider (hcp) cut some wires he shouldn't have cut and cut all the nerves on the right side and was afraid he might have gotten something. Twenty percent of the lung was removed in (B)(6) 2015. Another surgery was going to be done for the left lung on (B)(6) 2015. It was noted that the implantable neurostimulator (ins) was on the right side but the leads went to the left side to help with the left leg. Additional information received reported that the surgery was not related to the device/therapy. It was noted that the cancer was diagnosed since implant. Follow-up was performed to determine if any troubleshooting had occurred, if any lead/nerve cut had been confirmed, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.